Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; stylus and cursor did not line up on screen. Display overlay found out of electrical specification. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the screen was not responding to the touch pen. The touch pen was replaced with no correction noted. The programmer was returned for repair. There was no patient involvement.